Event description:
The pt had surgery due to pain and effusion. The dr modified the implant in the left knee of this pt. He removed that post from the implant; but it remains implanted. The product was implanted at hospital. The pt is 5'4".